Manufacturer narrative:
Samples received: 25 sutures are attached premilene 3/0 (2) 75cm gs60 (m), in original packaging closed and 3 packages open, unused needle with the disassembled. Preliminary analysis: review of stock: revised the stock was verified that to date we do not have units of this product code and batch reference available. Quantity produced / imported: this product code and lot number (B)(4) units were produced in total. Distributed quantity: all of the units produced were distributed to 8 clients located in different cities of the country (B)(6). Background: the procedure to conduct the review of the database and identifies claims that to date has not reports related to this product code and lot number. Batch record / record lot: revision of the figure for the production batch documentation was performed, in which the control process and control of finished product were checked, and no deviations or alterations are identified during the process. Results for batch release results obtained for batch release in assembled resistance, met the requirements demanded for this type of suture. The results obtained for batch release, for testing assemble resistance (thread-needle union), it complies with usp requirements. Analysis samples: the units received were checked visually, 25 envelopes were sealed unused; three envelopes that were found open, they were checked visually showing they were without the needle. Subsequently the end of the thread that was assembled was inspected in the stereoscope evidenced break the thread, the open samples do not meet our specifications. Also five units were taken in closed packaging of samples received for testing is assemble resistance. Conclusions: given the above, it is determined the complaint is "justified" since it is evident that the samples received in open packaging do not meet the specifications set forth in the OEM requirements, although during batch release, no deviations were identified, is considered isolated if batch.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 25 sutures are attached premilene 3/0 (2) 75cm gs60 (m), in original packaging closed and 3 package open, unused needle with the disassembled. Preliminary analysis: review of stock: revised the stock was verified that to date do not have units of this product code and batch reference available. Quantity produced / imported: this product code and lot number (B)(4) units were produced in total. Distributed quantity: all of the units produced were distributed to 8 clients located in different cities of the country ((B)(6)). Background: the procedure to conduct the review of the database and identifies claims that to date do not have reports related to this product code and lot number. Batch record/record lot: revision of the figure for the production batch documentation was performed, in which the control process and control of finished product were checked, and no deviations or alterations are identified during the process. The results obtained for batch release, for testing assemble resistance (thread-needle union), it complies with usp requirements. Analysis samples: the units received were checked visually, 25 envelopes were sealed unused; three envelopes that were found open, they were checked visually showing they were without the needle. Subsequently the end of the thread that was assembled was inspected in the stereoscope evidenced break the thread, the open samples do not meet our specifications. Conclusion: given the above, we determine the complaint as "justified" since it is evident that the samples received in open packaging do not meet the specifications set forth in the usp, and b. Braun requirements, although during batch release, no deviations were identified, is considered isolated if batch. H3 other text: device not returned.

Event description:
Country of complaint: colombia. Needle detachment.